Manufacturer narrative:
Infection is a well recognized complication of patients undergoing implantation. More specifically, in the device instructions for use, infections that occur intra-operatively, early post-operatively, or late post-operatively are all known complications associated with implant patients. However, it is very important to note that the surgeon confirmed that the patient's pre 2009 infection has recently reoccurred and resulted in tibial loosening/a failure of the 2009 custom siw implant. Thus the reported event is unrelated to the 2009 stanfore implant. A supplemental report will be provided following the surgical revision scheduled in early (B)(6) 2014. Note: this custom device is similar to the mets modular distal femur implant (k121029).

Manufacturer narrative:
The complaint file details that the patient underwent revision surgery on the (B)(6) 2014 in order to replace the component which had become loose post infection. The device was explanted, however, due to the return of the infection, the surgeon decided to replace with a mets device to allow the infection to heal prior to full revision with a custom distal femur. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data: device name corrected from "custom distal femur replacement implant" to "custom jts non-invasive distal femur replacement implant." Expiration date corrected from 09/12-2009 to 09/10/2009.

Event description:
In a letter received by the company on september 3, 2014, the surgeon advised that the patient required a revision of her right distal femur. The surgeon also reported that the cause of the revision related to reoccurrence of the infection that the patient had developed prior to the original 2009 custom siw implant. The procedure is tentatively scheduled for early october. This is a supplemental report to 3004105610-2014-00027 ((B)(4)).

Event description:
In a letter received by the company on (B)(6)2014, the surgeon advised that the patient required a revision of her right distal femur. The surgeon also reported that the cause for the revision is related to reoccurrence of the infection that the patient had developed prior to the original 2009 custom siw implant. The procedure is tentatively scheduled for early (B)(6).